Event description:
The laser fiber did not activate. It was verified that the laser machine is not on standby and is powered on. Laser fiber had broken off of the connection and there was a small flame. The flame was put out and the laser fiber is disconnected from the machine. No patient harm occurred.